Event description:
It was observed that during the device evaluation, there is corrosion at the electrical contact point of the video connector. The cable in addition was found loose. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was evaluated. The device evaluation found corrosion at the electrical contact point of the video connector. In addition, the camera cable was found loose. The device history records (DHR¿s) for this product cannot be performed as it is over 15 years since the product is manufactured and cannot be retrieved. Per instruction for use (IFU), it states, precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor complaints about this device.